Manufacturer narrative:
Product not yet returned evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", 115mg/dl, 104 mg/dl, 166mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of blood result reading of "lo." Last 5 tests in memory: "lo", 115mg/dl, 104mg/dl, 166mg/dl, 169mg/dl. No adverse event reported.